Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. No x-rays were provided to confirm the alleged event. Labeling review: "...single use: reuse of a single use device that has come in contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure, material degradation, potential leachables, and transmission of infectious agents. Resterilization may result in damage or decreased performance...". Product remains in-situ.

Event description:
Patient underwent a revision procedure to extend a construct from levels c6-c7 to c5-c6. As per reporter the existing implant moved during the screw placement. Both the screws and the implant impinged into the vertebral foramen. The implant and screws were repositioned.